Event description:
Slowly started getting ill with chronic fatigue, then stomach problems, joint pain, headaches and migraines, body rash, memory loss, brain fog, dry skin, ringing in ears, heart palpitations, shortness of breath, metallic taste in mouth, night sweats, foul body odor, anxiety.